Event description:
This valve was explanted due to leaflet immobility. The leaflets moved "freely" intraoperatively and the pt did "remarkably well" initially: however, on postop day 2, the pt complained of "griddiness" and became unresponsive. The pt was intubated and external cardiac massage was initiated but was unsuccessful. The pt was reopened and the lv was noted to be "completely empty", the la had "ballooned up" and the left atrial appendge was "really tense". The surgeon everted the appendage with his finger and tried to move the leaflets until the lv filled and the la appendage returned to "normal" size. The leaflets were then noted to move "easily" within the orifice with "no obstruction above or below the valve"; however, it was explanted and replaced with a starr-edwards valve. The pt could not be resuscitated and expired.